Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a competitor stated that two resolute integrity drug eluting stents (2.5mm x 30mm) and (3.0mm x 38mm) were implanted to treat a blood vessel perforation which occurred during ablation of a proximal lcx lesion using a 1.5mm rotablator. Sub sequently, 2 non mdt coronary stents were implanted in the area from the lmt to the proximal lad artery to treat a lad lesion. It was reported that after implantation, the patient's blood flow deteriorated, which in turn resulted in a deterioration of the patient's condition. It was reported that at a later date, the patient was treated with intra-aortic balloon pumping and percutaneous cardiopulmonary support, but the condition did not improve. Coronary artery bypass grafting was conducted. It was reported that two days post index procedure and with no signs of improvement, the patient died. The physician assessed that the blood vessel perforation occurred during ablation of the lesion. The cause of death was heart failure. With rich plaque existing in the lesion from the lmt to the lad, some fragments of the plaque peeled off from the blood vessel during stent implantation, causing a decreased blood flow; and as a result, the patient experienced heart failure.